Manufacturer narrative:
The monitor returned for evaluation. The reported problem (service code) was confirmed. The evaluation of the monitor confirmed the service code 203. The cause for the resets was due to a loose battery connection. The root cause of the loose battery connection was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor displayed a service code.